Manufacturer narrative:
Device received in a condition which made analysis impossible; the customer returned an empty test drum.

Event description:
It was reported the patient received the following results within 10 minutes: 320 mg/dl, 332 mg/dl, 221 mg/dl, 105 mg/dl, 119 mg/dl, 186 mg/dl, and 208 mg/dl.